Manufacturer narrative:
The hill-rom technician found the CPR membrane inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the CPR function was not working. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).